Manufacturer narrative:
Company representative evaluated the unit and replaced spo2 internal cable.

Event description:
Customer reported the passport 2 monitor had intermittent spo2. No patient injury was reported.